Event description:
A facility reported "we are still having problems with the non-rotating, detachable bipolar clamps." The report states that the handle cev669a dia 5mm ang bipolar (cev669a) "handle seizes up with use, even when lubricated with the recommended lubricant. It works fine at the beginning of the procedure but seizes up after a while during the perioperative period, leading to a 45-minute increase in surgery time. They had to use three forceps to perform coagulation during hemorrhage; no death or injuries were reported.

Manufacturer narrative:
The handle cev669a dia 5mm ang bipolar (cev669a) was returned for evaluation: the device history record (DHR): for batch number 10-100 could not be reviewed, as it was not available and dates from 2000. Failure analysis: the handle is 25 years old; this reference (cev669a) is obsolete. The investigation showed that this handle had been modified, the forks were further apart than normal, preventing optimal support with the tube, and the tube rotates. The peek part was cracked. The blockage reported by the customer could not be reproduced. Root cause analysis: the reported complaint was not confirmed. However, there was an excessive spacing of the fork, resulting in play between the handle and the tube, as well as insufficient support for the latter, which is very likely the cause of the problem encountered by the user. The breakage of the peek part is most likely due to normal wear and tear on the 25-year-old handle.